Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): when asked to clarify the statement, that the bladder stimulator was maxes out. They stated, the stimulator is not maxed out. The hcp has tried to get the patient to the clinic for adjustments, but they keep cancelling. The patient's pain pump inhibits the stimulation to the bladder to stop effective therapy. The cause of the issue was unknown. The hcp has been able to adjust the stimulator in the office without issue. Patient cancelled appointments on these dates: (B)(6) 2020, (B)(6) 2021. And the patient does not return calls, so the issue has not yet been resolved. Likely contributing factors are, that the patient has a lot of issues, that do not help her condition.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they "can't get the device to work". Caller stated the patient (pt) has a pain stimulator and reported they think the pain stimulator "disrupts the signal" from the bladder stimulator and stated they can't get the bladder stimulator to work. Caller stated the only way they are able to get the bladder stimulator to work is by turning the pain stimulator off. Caller clarified in order for pt to feel stimulation from bladder stimulator pt has to have the pain stimulator turned off. Caller stated bladder stimulator is "maxed out" when pain stimulator is on. Caller stated if pain stimulator is off then pt only has to turn bladder stimulator to "around 2" for pt to feel stimulation. Caller stated they can't see how bladder stimulator is going to work with the pain stimulator. Caller stated pt is not getting 50% or greater reduction in symptoms with bladder stimulator despite not feeling stimulation when pain stimulator is on. Caller stated the patient has had therapy off for about a month. Caller mentioned pt has a morphine pump (caller stated they think the morphine pump is with a different manufacturer) and when pt lays on back to get the morphine pump filled the intensity of the pain stimulator increases. Caller stated pt turns pain stimulator off while getting pump filled due to this. Caller stated due to this when the patient turns the pain stimulator off since the bladder stimulator is "maxed out" the bladder stimulator is then "biting her so hard that she can't stand it". Caller stated due to this they decrease the bladder stimulator. Caller stated they know this is all related to the pain stimulator. Caller stated this has been going on for 4 years. Reviewed role of patient services and redirected to hcp to discuss. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.